Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that he customer received multiple cartridge alarms (cartridge alarm 19) while attempting to load multiple cartridges. In addition, the pump unexpectedly reset. Customer reported blood glucose level was 150 (mg/dl). Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.